Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 100% stenosed lesion was located in a moderately tortuous and mildly calcified mid right coronary artery. The physician attempted to place a taxus express2 4.0 x 20mm drug eluting stent, but was unable to cross the lesion. The physician removed the device, however, the stent was not on the balloon. The guide catheter was withdrawn and the stent was found on the tip of the guide catheter. The physician went on to predilate the lesion several times and placed a 3.5 x 24mm taxus liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.